Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the device could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient. The operation was rectal resection. The device was used the upper side of rectal. Some staples were formed like u shape, but the staples were struck whole circumference. The surgeon fired the damaged tissue with the replacement. There was no leakage. The patient is stable.